Event description:
It was reported that the 9800 sys was over the 20r/min limit. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys was adjusted down to 16.7r/min during the svc call. The sys was tested and found to be working as intended and put back into svc.